Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, low, out of range, low voltage lead impedance in (B)(6) 2019 and noise reversion episodes were observed on the rv lead. Lead dislodgement was confirmed via chest x-ray. The lead was capped and replaced on (B)(6) 2019. The patient was stable.